Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to reset the pump and disconnected from the call. A root cause could not be determined.